Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose level of 205 mg/dl. Customer was treated; however, specific treatment was not confirmed. The customer left the ER three hours later with no permanent damage. Reportedly, the pump was not delivering insulin as intended. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.